Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. A device history record (DHR) review was conducted for part: 03.033.006, lot: l699644: manufacturing site: (B)(4), release to warehouse date: 16. Mar. 2018: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the distal thread form was found to be stripped and the thread was displaced to the gap between the two thread peaks. The observed condition may lead to the reported condition of difficult to remove from the nail; therefore, it agrees with the reported condition. The nail was not returned. Drawing/specification review: the relevant drawings were reviewed during investigation dimensional inspection: the major diameter of the non-deformed section of the thread measured and is within the specification per relevant drawing. No definitive root cause was able to be determined, however it is possible that the threads were cross threaded with the nail. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, patient underwent an unknown procedure. At the end of the procedure, the cannulated connecting screw was difficult to remove from the nail. There was no patient consequence reported. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for complaint (B)(4).